Manufacturer narrative:
Investigation is in process.

Event description:
During a lobectomy, the surgeon used the stapler on bronchus. There were two staple firings and there were no issues noted at the end of the surgery. A week later, there was a leak near one staple line. It was oversewn to correct the issue. A week later, a different leak occurred near the second staple line. Staples for both lines were confirmed to be completely formed via x-ray. The leaks were not on the staple lines. The patient remains in the hospital. The device is unavailable for investigation. Since the surgery was considered successful, the device was thrown out by the hospital when the procedure was completed. Full patient information is unavailable at this time. It was requested but not provided.

Manufacturer narrative:
The complaint information was provided to justright surgical's medical director for analysis. He was unable to provide any conclusions based on the limited information provided from the hospital. The device was not returned.